Manufacturer narrative:
Product complaint: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2025, the patient underwent orif surgery for a femoral trochanteric fracture. The surgeon usually prefers a competitor¿s products, so the sales rep gave a thorough explanation. After inserting the nail, the blade was inserted into the femoral head. After checking the lateral view, measurements were taken, and the length of the blade was determined. A circulating nurse checked the 80mm blade, opened it, and handed it to a scrub nurse. The sales rep asked the scrub nurse to match the shape of the blade end with the shape of the tip of the inserter and then asked him/her to tighten the connecting screw. The sales rep was checking on the scrub nurse's work until the surgeon spoke to him, so he responded to the surgeon in the middle of the process. Since the sales rep attended to the surgeon midway through the connecting procedure, the blade and inserter were handed over to the surgeon without the sales rep confirming that they had been properly secured in the final fastening. The sales rep explained to the surgeon that he should push the inserter in while rotating it counterclockwise, and the procedure proceeded smoothly. After inserting the blade, the surgeon checked with an image intensifier and found that the blade had been inserted longer than expected. Despite the discomfort, the sales rep asked the surgeon to tighten the locking mechanism, release the traction, and perform the compression operation. When the surgeon removed the sleeve for the blade, the surgeon noticed that the blade was upside down. The surgeon asked for an explanation as to why this event had happened, and the sales rep responded: it is likely that when installing the inserter, the scrub nurse released his/her hand from the blade before final fastening and tightened the connecting screw, which caused the blade to rotate 180 degrees, which is thought to be what led to this incident. The sales rep suggested that the blade be removed and reinserted, but the surgeon decided to continue the procedure concerning about weakening of fixation. After inserting the locking screw, the surgeon attempted to tighten the end cap, but the process stopped midway, and the end cap could not be inserted fully. It was speculated that the blade was not inserted in the correct orientation, causing the locking mechanism to malfunction and become damaged or deformed, causing the end cap to become stuck halfway. The sales rep explained to the surgeon that the locking mechanism was interfering with the insertion of the end cap any further. The surgeon judged that although the end cap was slightly loose, it would not come out, so he left it in place and closed the wound. The sales rep explained what had happened, including his speculation, and the surgeon commented that it could not be helped. The surgery was completed successfully within 30 minutes¿ delay. No further information is available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d10. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.